Event description:
It was reported that during a rotational atherectomy procedure, the burr became stuck in the pt. The physician was able to 'wiggle' this out. There were no pt injuries or complications reported.